Event description:
Radiometer complaint reference: (B)(4). According to the complaint, after conducting a sample measurement, the abl90 flex plus analyzer (serial number: (B)(6) prompted an application error and asked if the user would like to conduct a reboot. The analyzer on some occasions just rebooted automatically with no prompts. When a sample is measured, anywhere from 1 to 10 minutes later, the error will occur intermittently. The analyzer may display an error message, or it will just restart on its own. The data logs showed two crashes. One on 18feb2026 and one on 21feb2026. In the crash 21feb2026 the patient sample is lost.